Event description:
It was reported by service report that the jack was stuck and could not be raised or lowered with weight applied.

Manufacturer narrative:
The previous MDR initial report did not include the PMA/510(k)# for the product associated in this complaint. This follow-up report was issued to include the PMA/510(k)#.

Event description:
It was reported by service report that the jack was stuck and could not be raised or lowered with weight applied.